Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and fentanyl at unknown concentrations and dosage via an implantable pump. On (B)(6) 2020, it was reported that the patient was accidentally overdosed when their pump was refilled in (B)(6) 2017. The patient reported that they fell on the side walk because of the overdose and were out for about 4 hours. The patient's urine was tested and the test came back positive for a trace of cocaine. The patient stated that they do not do drugs, but the patient's healthcare provider (hcp) did not retest the patient. The hcp no longer takes the patient's insurance and wanted the patient to see a psychiatrist. The patient requested physician listings. No further complications were reported.